Event description:
Pt had originated implant placed 1991. Developed rt breast tenderness, redness and firmness. Underwent breast u.s. On 4/9/97 which showed changes suspicious for ruptured prosthesis. On 4/28/97 pt underwent removal of ruptured right breast implant with subsequent replacement of implant.